Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid resection procedure, there was an issue with the circular stapler during the anastomosis. The stapler failed to deploy staples and the knife did not activate, the device did not fire as intended. A new circular stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the anvil of the instrument was observed to be not tilted and separated from the instrument. Evaluation noted anvil disengages upon clamp up with test media. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not use the stapler if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window, and in warnings and precautions section step 2 to purse string sutures must be placed no more than 2.5mm from the cut edge of the tissue to avoid excessive tissue within the closed anvil and cartridge, which could cause staple malformation or leakage and in step 10 to after attaching the anvil to the instrument, verify that the orange band on the instrument integrated trocar has been completely covered by the anvil/center rod prior to approximating the anvil to ensure proper assembly of the anvil to the instrument. Applying gentle counter traction on the distal bowel during approximation may minimize excessive tissue incorporated into the barrel of the stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.